Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a black-and-white display had a cracked screen and required replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. Investigation included review of shipping records and return logistics to confirm receipt of the original device. Investigation of this device revealed physical damage to the display component consistent with a cracked screen, with no reported device alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to a manufacturing or design defect.